Event description:
Medtronic received a report that a pipeline failed to open distally. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the c5 segment with a max diameter of 9mm and a 6mm neck diameter. The landing zone was 5.15mm distally and 4.75mm proximally. It was noted the patient's vessel tortuosity was moderate. It was reported that when deploying the stent, the surgeon first raised the distal development coil to m2, withdrew the microcatheter, and pushed the stent guidewire. The stent tip did not open the first time, so the microcatheter was withdrawn further, a longer stent segment was deployed, repeated pushed and pulled, but the stent tip still did not open. The stent was then removed from the body and pushed out, but it was found that the stent tip could not open outside the body either. The pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex braid was returned for analysis withing shipping box; within a plastic bio-pouch; within an opened pipeline flex inner pouch; and within a syringe. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid was found to be fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open at distal as the pipeline flex braid was found to be fully opened and damaged. However, the root cause could not be determined. In addition, the pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.